Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/excessive bleeding') in an adult female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included blood loss anaemia and ovarian cyst. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was hospitalized on (B)(6)2015. The patient was treated with blood transfusion and surgery (supracervical hysterectomy with bilateral salpingectomy and a left ovarian cystectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the uterine leiomyoma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea, dyspareunia, pelvic/abdominal pain, bleeding-menorrhagia, other-uterine fibroids. Discrepancy in removal date - (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: endometrium is unremarkable. An essure device is visualized; on an unknown date: hysterectomy with uterine removal compared to prior scan. Right ovary not seen on this exam. Left ovary cyst, 2.6 x 1.9 x 1.7 cm appears to represent a simple cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia lot number: 626680 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/excessive bleeding') in an adult female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included blood loss anaemia and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was hospitalized on (B)(6) 2015. The patient was treated with blood transfusion and surgery (supracervical hysterectomy with bilateral salpingectomy and a left ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the uterine leiomyoma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she recived treatment for pain- dysmenorrhea, dyspareunia, pelvic/abdominal pain, bleeding-menorrhagia, other-uterine fibroids. Discrepancy in removal date - 42688. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: endometrium is unremarkable. An essure device is visualized; on an unknown date: hysterectomy with uterine removal compared to prior scan. Right ovary not seen on this exam. Left ovary cyst, 2.6 x 1.9 x 1.7 cm appears to represent a simple cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs and mr received. Reporters information updated. Lot no. Was added. Event verbatim menorrhagia (heavy menstrual bleeding)/excessive bleeding were updated.event:abnormal bleeding (vaginal) was added. Lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hyst. (Partial), salping. (Bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea, dyspareunia, pelvic/abdominal pain, bleeding-menorrhagia, other-uterine fibroids. Discrepancy in removal date - (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: new pfs received- event ¿ injury¿ replaced with new events dysmenorrhea, dyspareunia, pelvic/abdominal pain, menorrhagia, uterine fibroids, plaintiff did not undergo any confirmation test. Product indication was updated. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.